Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) has reached out to the customer to obtain repair details. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) switched off with a high pitch alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched off with a high pitch alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) reported that the iabp unit was returned to customer and is in clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) reported that getinge will be performing the repairs on the iabp unit. The fse evaluated the iabp and was unable to reproduce the reported issue; the unit powered on successfully. However, the fse found fluid inside of the iabp unit and replaced the pneumatic interface module assembly, the printer, the motor control board, and the power management board. Repairs have not yet been finalized, and a supplemental report will be submitted upon completion of repairs.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched off with a high pitch alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) has provided an update on the repair of this unit: the fse has reported that it is visibly clear that the printer, motor control board and the power management board were all contaminated with some liquid. There was also liquid noted in the sd disk. In addition, to finalize the repair, it was also necessary to replace the pneumatic interface module. At this moment the iabp is passing all the tests and checks and is expected to be returned to the customer shortly. We will provide a supplemental report when the repairs are deemed to have been successfully completed.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched off with a high pitch alarm. There was no patient involvement, and no adverse event reported.